Manufacturer narrative:
There was no known impact or consequence to the patient as a result of the tip separation. The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation. The distal tip was examined under microscopic magnification and a complete separation from the outer catheter was present. The distal catheter edge exhibited a cut/slice with no evidence of malformation. No other anomalies were noted along the length of the catheter. No medical images or medical records have been made available to the manufacturer. The investigation confirmed tip separation, as a complete circumferential detachment from the outer catheter. The definitive root cause for the break in the catheter could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event

Event description:
The vascular surgeon was treating an sfa occlusion in a patient with single vessel run off. Endovascular treatment was performed using the contralateral approach. A femoral introducer sheath was introduced in the leg and used to gain access to the vasculature. An .035" guidewire was introduced into the vasculature and steered to the proximal lesion within the sfa. The wingman35 crossing catheter was tracked over the .035" guidewire and positioned up against the proximal lesion. The wingman35 and the guidewire were both advanced through the calcified portion of the lesion until reaching the popliteal vessel. The wingman 35, 135cm crossed lesion without incident. The surgeon used the wingman 35 as a support catheter. There was no actuation of the extendable tip. Upon removing the wingman crossing catheter it was observed that the distal marker was not on the shaft of the catheter. Under fluoroscopic imaging it was revealed that the distal tip was within the tibial lesion. After several attempts to snare the tip, an .014 wire was able to be advanced through the lumen of the distal tip. After that a 2mm coronary balloon was deployed within the tip and used to retract the tip out of the patient. The sfa lesion was then treated uneventfully via angioplasty. The patient was reported to be doing fine with no further incident or consequence.